Manufacturer narrative:
As received, a complete lead was returned in two pieces. Visual and x-ray examinations did not reveal any anomalies except procedural damages. Electrical tests that could be performed on these pieces did not reveal any discontinuities or short on any conduction paths. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, high, out-of-range pacing impedance and high capture threshold on the right ventricular (rv) lead were noted. During the explant procedure the lead helix could not be retracted. The lead was explanted and replaced, and the patient was stable with no adverse consequences.